Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they had a difficult time removing the non-patient end from the bd nano¿ 2nd gen pen needle 4mm x 32g. The following information was provided by the initial reporter: consumer stated, she had a difficult time removing the non-patient end from her pen when she was done with injection.

Event description:
It was reported by the customer that they had a difficult time removing the non-patient end from the bd nano¿ 2nd gen pen needle 4mm x 32g. The following information was provided by the initial reporter: consumer stated, she had a difficult time removing the non-patient end from her pen when she was done with injection.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-jan-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.